Event description:
Caller states patient tested 2.0 inr on coaguchek xs plus system 1, and 1.3 inr on coaguchek xs plus system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 21611110, expiration date 01/31/2014). (B)(6).